Manufacturer narrative:
A partial lead body cut at 2.7 cm from the connector pin was returned. An x-ray analysis of the partial lead revealed normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited low impedance and noise. The lead was explanted and replaced.